Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X rays were provided and reviewed by a healthcare professional. The x ray demonstrated the following: there is a fracture of the femoral stem and a comminuted femur fracture. The tip of the femoral implant is not included on the image. The bones are osteopenic and there is extensive abnormal radiolucency of the proximal femur of uncertain etiology and the fracture appears to be pathologic. The medial acetabular fixation screw extends through the medial wall and into the pelvic soft tissues. Lot identification is necessary for review of device history records, lot identification provided is incorrect. It was reported the patient experienced a fall; this could have contributed to the reported event however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2003. Concomitant medical products: biomet mlry-hd 3hole rlc shl 48mm/l22 cat#11-104148 lot#333766. Biomet mod hd cocr 22.22/ 0mm (t1) cat#164440 lot#326806. Report source: foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03686.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient has experienced a fall and plans to be revised due to an implant fracture approximately 17 years post initial surgery. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.